Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a posterior thoracolumbar fusion (th12-l2) for treating l1 compression fracture due to osteoporosis the surgeon had difficulty in detaching the screw (deployed at l2 left) from the screw inserter. The screw came off the lesion together with the screw inserter. Next, he encountered another same event when he tried to detach another screw (l2 right) from the same screw inserter. Finally, the screw became loose. Those two 186760340s screws in question were replaced with 7.0mm x 40mm screws, which resulted in less than thirty(30)minutes surgical delay. It was later confirmed that the screw inserter in question had its tip deformed. This report is for one (1) viper prime cfx xtab 6x40mm ti. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: nkb, kwq, osh, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history: a manufacturing record evaluation was performed for the finished device product code: 186760340s, lot number: tbzya. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28.10.2019. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.